Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. Only the carrier tube was returned in the full rear lock position. No other accessory components were returned. Visual inspection revealed that the carrier tube was found in the full rear lock position. The anchor and collagen were completely released and exposed from the tube. Dried collagen was stuck in the bypass tube with the suture still intact and connecting the carrier tube. The tamper tube had exited the carrier tube and was visible as well. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that insufficient advancement of the deployment sleeve to the full forward lock position or tip of the hemostasis sheath was obstructed by subcutaneous fat opposite end of the artery or some other foreign obstruction. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional - requested, not provided. Occupation - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they were retracting the angio-seal system no resistance was noted and the entire system was pulled out. Manual compression followed. The user stated that all IFU steps were done as usual and correctly. The angio-seal sheath was then opened to confirm that no parts of the angio-seal device remained in the patient. Both the collagen and the anchor could be found inside the sheath. Additional information was received on 17 sept 2019. The patient was stable and there were no consequences. Bleeding occurred in the procedure room. A pre-deployment angiogram was performed. It was a right femoral artery puncture. Manual compression was applied for forty minutes.